Event description:
(B)(4) is the initial importer of the device, which is a compressor. End-user rented the device through a service provider. The end-user's daughter reported that the unit overheated and shut off, which it is designed to do. The end-user died three days later. Her daughter reported to the provider that she believed the unit caused her mother's death. However, the device is not a life-sustaining device, and there is no report of malfunction. No autopsy was performed. It does not appear as though there is any evidence that the device caused the death. Drive is in possession of the device, and is in the process of determining whether testing is necessary. The device will not be returned into circulation.